Event description:
It was reported the pt experienced abdominal and rib pain post permanent implant procedure. The pt is being treated with gabapentin and is being closely followed-up by the physician to treat the symptoms.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.